Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the tubing at pinch valve (pv49). The tubing had a cut in it causing the leak. The fse then performed verification of instrument to meet the specified requirements per established procedures. The instrument generated "diluent comparison out of limits" errors alerting the customer to an instrument problem. The data is not available, no data is displayed for the specimen, data for previous specimen is still displayed and instrument is stopped, becoming inoperable when the diluent comparison error is generated. (Per coulter lh 500 IFU pn (B)(4), table 9.8 instrument error messages). (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as about 20 ml of clear fluid that leaked from the right hand side of the instrument onto the counter. The instrument also generated "diluent comparison out of limits" errors. The operator was wearing personal protective equipment of gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. A beckman coutler field service engineer was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.